Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014in guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The pull rack was separated 10.8cm from the knob. Microscopic examination revealed no additional damages. X-ray of the handle showed that the proximal inner was prolapsed. The stent was deployed and did not return for analysis. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the device was stuck on the guidewire. The 99% stenosed, target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). Following pre-dilation, a 7x120x130 eluvia drug-eluting vascular stent system was advanced contralaterally over a .014 non-boston scientific guidewire and stent deployment was initiated. During deployment, the thumbwheel slipped and became idle prior to fully deploying. The deployment was able to be completed while continuing to turn the thumbwheel and pull the pull grip. No additional manipulation was performed. The procedure was completed with this device. The delivery system became stuck on the guidewire and were removed together. There were no patient complications reported.

Event description:
It was reported that the device was stuck on the guidewire. The 99% stenosed, target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). Following pre-dilation, a 7x120x130 eluvia drug-eluting vascular stent system was advanced contralaterally over a .014 non-boston scientific guidewire and stent deployment was initiated. During deployment, the thumbwheel slipped and became idle prior to fully deploying. The deployment was able to be completed while continuing to turn the thumbwheel and pull the pull grip. No additional manipulation was performed. The procedure was completed with this device. The delivery system became stuck on the guidewire and were removed together. There were no patient complications reported.